Event description:
It was reported that the manifold was clogging during a procedure. The case was completed successfully without any procedure delay. There were no adverse consequences associated with this event.

Event description:
It was reported that the manifold was clogging during a procedure. The case was completed successfully without any procedure delay. There were no adverse consequences associated with this event.

Event description:
It was reported that the manifold was clogging during a procedure. The case was completed successfully without any procedure delay. There were no adverse consequences associated with this event.